Event description:
Spontaneous call from remodulin IV patient reporting cadd extension set filter had broken and she was unable to remove it from the connection to her internal line. Patient was driving home at time of call and would attempt use of rubber band to help disconnect. Patient attempted to visit local ER but was turned away as they do not do hickman lines and would be unable to help, per patient if patient were unable to resolve she would return to local ER to have her infusion resumed on their pump to be transferred to her pah hospital, as she had done when line came out previously. No other information provided, lot number and expiration date unknown. Return tracking information not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump unknown. No additional information is available at this time.